Manufacturer narrative:
The reported events of failure to capture and the stylet could not insert were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged tissue. The lead was evaluated with the stylet and found no obstruction. Electrical testing found no conductor fracture, but internal shorting was noted. Further testing found the inner insulation was damaged in the proximal region consistent with procedural damage. Visual and x-day examination did not find any anomalies expect for procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead failed to pace. The stylet failed to advance through the lead. The rv lead was not used and replaced during the lead. There was no consequences on the patient.